Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of injury can not be determined as insufficient clinical details were provided. Hematoma/access site adverse event: the cause of hematoma/access site adverse event was most likely use related since the clinical confirmed the bleeding was due to surgical technique. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 56-year-old male patient who had been admitted in with the indication of a planned surgery, and presenting in scai stage e shock. The patient was on inotropes and vasopressors prior to the pump placement. Underlying prior medical history was not shared. The 5.5 site developed a hematoma. The surgical technique was noted to be a contributing factor to the hematoma. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The hematoma was noted on day 2 of the support, and the support remains on with out any lasting harm and any associated intervention.

Manufacturer narrative:
B5 and h6 revised with additional information received from the clinical site. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery graft site in a 56-year-old male patient admitted for planned surgery and presenting in scai shock stage e. The patient was receiving inotropes and vasopressors prior to pump placement. Prior medical history was not provided. A hematoma developed at the impella 5.5 graft site, and the surgical technique was noted to be a contributing factor. Anticoagulation required for device placement and support can also contribute to access-site bleeding. The hematoma was identified on day 2 of support. The patient had two plasma-free hemoglobin (pfh) results of 60 mg/dl, and urine was red-tinged; providers attributed the discoloration to cyanokit dosing. A transesophageal echocardiogram (tee) in the operating room was planned to evaluate device position during washout. The patient remains on support. The reported hematoma is consistent with access-site complications and anticoagulation-related bleeding in the setting of impella 5.5 support, along with procedural factors related to surgical technique. The reported hemolysis is consistent with hemocompatibility-related events in the setting of mechanical circulatory support and may be influenced by the patient¿s underlying critical illness, hemodynamic instability, renal function, and device-related factors; however, urine discoloration may also be influenced by cyanokit administration. Additionally, plasma free hemoglobin 90 x2 checks in 24 hrs. Anticoagulation held for nasopharyngeal bleeding requiring bilateral rhinorockets for hemostasis.

Manufacturer narrative:
B5 clinical rationale updated to reflect the additional information. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery graft site in a 56-year-old male patient admitted for planned surgery and presenting in scai shock stage e. The patient was receiving inotropes and vasopressors prior to pump placement. Prior medical history was not provided. A hematoma developed at the impella 5.5 graft site, and the surgical technique was noted to be a contributing factor. Anticoagulation required for device placement and support can also contribute to access-site bleeding. The hematoma was identified on day 2 of support. The patient had two plasma-free hemoglobin (pfh) results of 60 mg/dl, and urine was red-tinged; providers attributed the discoloration to cyanokit dosing. A transesophageal echocardiogram (tee) in the operating room was planned to evaluate device position during washout. Anticoagulation held for nasopharyngeal bleeding requiring bilateral rhinorockets for hemostasis. The patient remains on support. The reported hematoma is consistent with access-site complications and anticoagulation-related bleeding in the setting of impella 5.5 support, along with procedural factors related to surgical technique. The reported hemolysis is consistent with hemocompatibility-related events in the setting of mechanical circulatory support and may be influenced by the patient¿s underlying critical illness, hemodynamic instability, renal function, and device-related factors; however, urine discoloration may also be influenced by cyanokit administration.